Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with the result of 60mg/dl. The expected fasting blood glucose test result range is 100 to 108mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 09/14/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history. (Date/time not stored correctly): (B)(6). Customer called just received this meter and strips from his dr's pharmacy and she noticed how much lower the blood results were on this meter compared to the accucheck that she has been using with much success. She said she has gone to the dr's to check out her accucheck so she knows it is running similar to the dr's blood results and this meter is coming in way too low.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip (B)(4).

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with the result of 60 mg/dl. The expected fasting blood glucose test result range is 100 to 108 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 09/14/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history. (Date/time not stored correctly) (B)(6). Customer called just received this meter and strips from his dr's pharmacy and she noticed how much lower the blood results were on this meter compared to the accucheck that she has been using with much success. She said she has gone to the dr's to check out her accucheck so she knows it is running similar to the dr's blood results and this meter is coming in way too low.